Manufacturer narrative:
The programmer's display was found to have a scratched area, which was unresponsive to the stylus. The display overlay and bezel were replaced, and the stylus calibrated to the display. The programmer was to be sent for software reload and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had an unresponsive area. The programmer was returned for service. No patient complications have been reported as a result of this event.